Manufacturer narrative:
Device code c53269 no longer applies to the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the pump was still alarming. The active alarm was described as an "england dual tone." The patient went through withdrawal; was "sicker than a dog." The patient was in constant severe pain. The patient relocated from (B)(6) to (B)(6) and needed to find a new managing health care provider (hcp). A manufacturer representative gave the patient the name of a hcp, but they did not want to refill their pump and referred them back to their referring hcp. Patient services confirmed the audible alarm was consistent with the pump alarms. The patient requested patient services to contact the manufacturer representative to determine if there were any other hcps in the area. The patient had been given oral medication (percocet/oxycodone), but was not effective as the pump. Physician listings were provided to the patient. The local manufacturer representative had tried to contact the patient several times and left messages with no response. The manufacturer representative had exhausted all options of known hcps in the area. It was noted that if the patient wanted to continue using pump therapy, they may need to travel further than 100 miles to find a hcp. It was reviewed with the patient that the manufacturer cannot make a hcp take on a patient. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient moved in (B)(6) 2018 and has not been able to find a healthcare provider (hcp) to manager her pump. The caller stated she was due for a refill on (B)(6) 2018 and the pump started to alarm in (B)(6) 2018. Per the caller she went through withdrawal, is not sleeping, losing weight and it hurts when she stands up. It was noted that the patient was taking percocet but no longer had any oral medication. The caller was given a list of names and numbers of hcp's to contact regarding the issue. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the patient who reported that her pump had still not been filled. She had been provided oral medications until she was able to find a doctor to fill her pump. The patient did not want to provide her weight. No further complications were reported.